Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm due to 12 hours of inactivity with the pump. Reportedly, customer's blood glucose level was not impacted. Customer resumed insulin successfully.